Event description:
According to the reporter, the device will not power on in battery or charge the battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control will evaluate the device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.